Event description:
A physician reported a pt who was skin tested on 03/1998 with negative results and treated in the glabella on 27 april 1998. At the end of june 1998, approximately eight weeks after the treatment, the pt developed two stripes, 2cm x 0.5cm broad with a hypertrophic scar in the glabella. At the same time, the pt developed tachycardia, excitement, sweating and loss of weight, which was diagnosed as a typical grave's disease, considered by the physician to be a thyreotoxic crisis. The event was not considered life-threatening. Intervention with local corticoid, systemic corticoids, thiamazol, was performed on an out-patient basis at the end of june 1998. The physician suggested that because the hypertrophic scar occurred contempory with the thyreotoxic crisis, there could be an association between the occurrence of the hypertrophic scar and the thyreotoxic crisis. On 4 august 1998, the local symptoms of hypertrophic scar appeared to be the problem number one.